Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016 due to an insulation anomaly. The patient experienced no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy. Noise and a drop in r-wave sensing were observed. Programming changes were made. The patient is doing well.